Manufacturer narrative:
H3: product analysis of ped-500-20, lotno:b321584 found the distal and proximal dps restraints intact. The dps sleeves were intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were found fully opened and no damage. The cause could not be determined. Customer reported that the vessel tortuosity was moderate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that continued to withdraw the stent catheter to expose the ped tip end, but the tip end was not opened. Then deployed a longer distance of more than 1cm, and waited longer, and the tip end still couldn't be opened. The overall part was pushed and pulled to promote the opening of the tip end of the ped, but there was still no way to solve it. Moreover, under fluoroscopy, it was found that the shape of the tip end of the ped was at risk of damage, and the surgeon was worried about the occurrence of ischemic complications, so the surgeon removed the ped and phenom as a whole. Then replaced it with a new phenom27. It was mainly worried that the original phenom might have complications caused by small blood clots due to long-term operation, and also worried that the tip end could not be opened again, so the surgeon chose the ped-450-20 model, which was fully hydrated, delivered and routine operated, the distal segment, middle segment and proximal segment were opened relatively smoothly this time, and the surgery was completed perfectly. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and the pipeline was resheathed less than or equal to two times. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured posterior communicating (pcom) artery segment of the internal carotid artery (ica) aneurysm with a max diameter of 3.32mm and a 3mm neck diameter. The landing zone artery size measurements were 3.5mm distally and 4.7mm proximally. The access vessel was the femoral artery with a diameter of 6mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered and the platelet reactivity units (pru) level was in the normal range. The post procedure angiographic result was normal.   Ancillary devices include a neuron max sheath, navien guide catheter, phenom 027 microcatheter, sychro guidewire.